Event description:
It was reported that the pump's plunger was not working. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right plunger case was cracked and had visible contamination and the bottom case's seal was missing. A review of the event history log identified syringe plunger not in place in history. During the functional testing the reported issue was duplicated during the syringe test. The left plunger case flippers were stuck., the left flipper was not coming all the way down due to incorrect timing plate assembly. The root cause of the issue was caused by the customer's incorrect assembly of the device. Reset and re-assembled the timing plate assembly, powered up the device and recalibrated. Device passed all the functional test.